Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.

Event description:
The fse reported that the system was mixing and loosing pt images (data mix). This could make proper diagnosis of images difficult. There is no report of injury or death associated with this event.